Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited undersensing. It was noted that when the physician connected patient to the electrocardiogram (EKG), the device was undersensing some premature ventricular contraction (pvc). Programming was performed and all other measurements were within the normal range. This device remains in service. No adverse patient effects were reported.